Event description:
It was reported that during a sigmoidectomy, the device could not cut and coagulate well. Another device was used to complete the case. There were no adverse consequences to the pt.